Event description:
Additional information was received that this rv lead is now exhibiting high out of range shock impedance measurements. A commanded test in all shock lead configurations confirmed the high out of range impedance measurements. Boston scientific technical services (ts) suggested an x-ray as all other diagnostics were normal. Ts also discussed commanded shocks as the best test of the lead system. The shock portion of this lead has now been abandoned as well.

Manufacturer narrative:
All available information indicates that the shocking portion of this lead remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region. This lead was also confirmed to be fractured 305-325 mm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information has been received that the shock impedance of this rv lead is now exhibiting low out of range measurements. There were no adverse patient effects reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead impedance has been trending downward and went to less than 200 ohms. Noise has also been noted with oversensing which has caused several nonsustained events and pacing inhibition. The shock channel does not appear to have much noise and the shock impedance was stable. Boston scientific technical services (ts) has recommended trying to recreate noise and taking an x-ray. Additional information was received indicating the rate/sense portion of this lead was surgically abandoned and a new pace/sense lead successfully implanted. There were no additional adverse patient effects reported.